Event description:
On (B)(6) 2013, the reporter contacted animas alleging that on the same date the patient experienced elevated blood glucose (bg) up to 600mg/dl with ketones. The patient's site was reportedly changed twice in response to elevated bgs and the patient was given correction injections and boluses via the pump. There were no site or set issues noted. The patient was reportedly taken to a hospital and was examined and all pump settings were found to be correct and there were no issues noted with the site, set, or cartridge. The healthcare provider increased the patient's basal rate by 30% with no effect to the patient's bg. The reporter noted that a new vial of insulin was also being used. Troubleshooting indicated all pump settings and histories are correct; there was no defect found. This complaint is being reported because the patient allegedly experienced hyperglycemia of unknown cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/23/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/03/2016 with the following findings: the black box data from the date of the event has been overwritten due to continued use of the pump. The available daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within the required range. The alleged issue could not be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.